Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
Examination of the returned femoral head, stem, and liner finds evidence to suggest the femoral head may not have been fully taper locked and liner may not have been fully seated. No x-rays or medical records were returned for review. A search of the complaints databases identified one other report against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other related or similar reports were found against the remaining product/lot code combinations. Product problem has not been identified. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: dislocation/subluxation. According to the surgeon the patient did not report pain but dislocations were occurring. The surgeon suggested the reason for revision was the malposition of the primary stem and cup. The cup was in retroversion and at an incorrect inclination. The stem was also incorrectly positioned in regards to version. The surgeon did not feel the primary implants were at fault but the mal positioning.